Event description:
Patient vein was successfully cannulated with 21g steel needle included in PICC kit. Upon attempting to thread the microintroducer wire through the needle, it was discovered that the wire would not pass through the end of the needle. Attempted again without success. A new separate microintroducer kit had to be opened and the procedure was completed without incident.